Event description:
Pt reported obtaining a result of 246 mg/dl, while using the suspect device pt indicated that, based on this result, they delivered 60u of insulin. Pt stated that approximately 5 hours later, their blood glucose measured 123 mg/dl. Pt indicated that, immediately thereafter, as they were on their way to make lunch, they lost consciousness. Pt stated that they regained consciousness 4 hours later, having received medical intervention. Additionally, pt reported that, the following day, they administered 44u insulin based on a blood glucose result of 181 mg/dl. Four hours later, pt reportedly experienced hypoglycemic symptoms. Pt stated that their family member phoned emergency medical services (at the fire dept). While waiting for their arrival, pt was reportedly treated, by their family member, with 2/3 can of cola. Pt noted that paramedics arrived 10 minutes later, at which time their blood glucose measured 123 mg/dl, on paramedics' blood glucose monitor, and 180 mg/dl, on the suspect device. Pt's current condition: feeling well. Pt stated that the test strips, in use at the time of the event, had been stored outside of their original vial. Quality control testing had not been performed on the system.